Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had her previous battery replaced in march, states it came out of the pocket and she got an infection. She states they cleaned the infection had it put back in april. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that ¿an infection was not confirmed. Change in battery position due to unclear reasons -"leaned against unit?¿ no further patient complications are anticipated or expected as a result of this event.